Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v014191, implanted: 2006-(B)(6), product type lead, product ID 3387s-40, lot# v014191, implanted: 2006-(B)(6), product type lead, product ID 37085-60, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 37085-60, lot# serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient attempted to hurt themselves. There was no alleged product issue. There were no actions required as a result of the event. The patient was alive with injury. The patient cut their wrist in an attempt to hurt himself and was hospitalized. The patient had lacerations to wrists and existing mental health issues. It was noted that this was not device related; the patient had injuries to the wrists. Additional information received reported the patient was home with his family. The deep brain stimulator therapy was unaffected and continued to work effectively. The patient was under psychiatric care to manage his depression.